Manufacturer narrative:
The reported event of the ventricular setscrew could not be tightened with the torque wrench to connect the lead in the device was confirmed. Analysis revealed the v-setscrew became stuck to the tip of the torque wrench and was pulled out of the device through the septum stuck to the wrench tip. This normally happens when the user of the torque wrench makes incorrect wrench insertions. The physician forces the wrench tip down into the setscrew inset with the corners of the wrench tip going down and being wedged into the inset walls. This will stick the wrench in the setscrew inset. When the user pulls the wrench out of the device, the setscrew stuck to it is pulled out of the device with it. When the user attempted to free the setscrew from the wrench tip using pliers the setscrew was damaged even more. The setscrew and septum are now damaged such that the device can no longer be used. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
During an initial implant procedure, it was not possible to connect lead into the header of the device. A new device was used to resolve the event. The patient was stable.